Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley. The complaint regarding thermal damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting a thermal damage, an investigation is in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the instrument logs for the fenestrated bipolar forceps associated with this event revealed that the instrument was last used on (B)(6) 2022 via system sk5207 with 3 uses remaining after this last usage. The probable root cause of damaged conductor wire insulation and/or thermal damage /is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had the white plastic part damaged. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument inspected prior to use with no damage found. The thermal damage was first observed at sterilization prior to packing. The surgeon does not know what caused the damage or if there was any collision with other energy instruments. There was no arcing observed. Patient information cannot be released due to privacy policies.